Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the atrial lead exhibited high pacing impedance and failure to capture. The patient was asymptomatic. Programming changes were made. There were no consequences to the patient.